Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Issue resolved by manually powering on, while troubleshooting on call. Imaging system checkout was canceled by biomed. Biomed replaced dead cmos battery and set resume on ac power loss to reset in bios setup. Imaging system functioning. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported an issue with imaging system. The mobile view station (mvs) computer would not boot up. He said he can hear the fan trying to kick on when the system is turned on but then it will shut off. While troubleshooting, he opened the back cover and reported that when he manually powers on the mvs computer it seems to work normally but won't boot up on its own. There was no patient present when this issue was identified.